Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, ventilator inoperative errors were discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's in-line filter prox and muffler assembly are contaminated, connection cover is missing, display board is defective, and the air inlet foam filter replaced due to preventive maintenance.